Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the o2 sensor. The cse performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use, an oxygen (o2) sensor on a ventilator would not calibrate. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event. There is no report of serious injury or death associated with this event.